Manufacturer narrative:
Technician found head of bed will not lower when CPR is activated. Head will lower electrically from both siderails. Problem isolated to failed CPR valve. Replaced CPR valve to resolve this issue. Bed located in bed repair shop.

Event description:
Complaint alleged that head of bed will not lower when CPR is activated.